Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change on an ilet system, no drops were observed during the initial fill tubing step after 60 units despite the cartridge appearing full and components dry and clear with a continuous glucose monitor (cgm) value of 200 mg/dl reported; after a guided rewind and fill using the same assembled supplies, drops were observed after 40 units, suggesting the adapter or tubing connection was not fully seated during the earlier attempt, and the device component involved was the infusion set/connector. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction and identified a usage issue consistent with an improper or incorrect procedure involving the infusion set connection. The user was advised to monitor glucose and contact support at the next supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.